Event description:
It was reported that during a laparoscopic nephrectomy, the knife did not appear to travel the full distance. When attempting to remove the instrument, it would not dislodge from the tissue. While attempting to free the instrument, the staple cartridge dislodged from the jaws of the instrument. After retrieving the reload, and removing the instrument, the procedure was completed with ultrasonic energy. There was no adverse consequence to the pt.